Manufacturer narrative:
The pod download data showed an 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no damages or defects were found in the device that would cause a failure to deliver insulin prior to the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for more than 48 hours on the abdomen.